Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection did not reveal any anomalies. Resistance testing found the lead was not electrically continuous, and detailed analysis confirmed that the outer conductor coil had a single fracture 29 cm the terminal pin. There were also observations of stretched and twisted coils at the terminal end, however no other fractures were identified. Based upon the location of the coil fracture, evidence suggest that this type of damage is consistent with cyclic fatigue near the suture sleeve. The reported clinical observations of high impedance and oversensing noise were likely the result of the lead damage observed in the laboratory.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this patient was seen in the clinic for routine follow-up, and there were multiple non-sustained episodes on the right ventricular (rv) lead of noise that was oversensed causing pacing inhibition greater than two seconds. The patient had recently become dependent, and the inhibition caused the patient to pass out. The noise was able to reproduced in the clinic and caused the patient to feel dizzy. It was noted that seven months ago there was a lead safety switch for high out of range impedances. A revision was performed, where the lead was explanted and replaced. No adverse patient effects were reported.